Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6); that during the surgery on (B)(6) 2013 during drilling the hole in the bone, the drill bit hits the plate and breaks; the drill bit didn't come in contact with the bone. It was reported that the remains were scrapped in the hospital. No patient harm. Patient had fracture of proximal tibia. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code hsz. Device is an instrument. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of device history records was not performed the lot number was not provided. Placeholder.